Event description:
It was reported that the percutaneous sheath introducer (psi) was inserted in theatre in "2008". An edwards lifesciences swan ganz catheter with svo2 probe on tip of it was floated without difficulty through the psi. 7.5fr catheter was placed into 9fr psi. Catheter and introducer did not cause any problems until today, when night staff tried to remove it. Staff nurse attempted removal of swan ganz and she felt resistance. She informed md on call who apparently found difficulty in it's removal. Details are scanty as day staff informed of the complaint. When md came on duty, swan ganz had snapped and part of it was in pt. Following a significant amount of time and several attempts, md managed to remove broken part form pt. On removal of psi, it was noticed to have creased back upon itself. As psi was inserted last wednesday, there isn't any packaging from which to ascertain lot/batch numbers. On visual inspection, psi is fully intact without any breaks, but creases are visible. Swan ganz however, was split in half with internal wires exposed. Of note, person who attempted swan ganz catheter removal, upon feeling resistance, did not cut suture and remove psi and swan ganz catheter together.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.